Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the inside clips of the ventricular assist device (vad) patient pack broke during tightening.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: cd3369-40q defibrillator, 5076-52 lead, 1458q86 lead and 7121q65 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) shoulder pack inside clips broke during tightening. The pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient pack (lot no. 1458594) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks/clips can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient pack (lot no. 1458594) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks/clips can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.